Event description:
It was reported to philips that a button on the geometry module was not working, which can impact geometry. The device was in clinical use at the time of the event. No harm to the patient or user was reported. We are conservatively reporting this event as the investigation is ongoing.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected a procedure was performed when the issue happened. The procedure was completed without any problems after turning the equipment off and on. Philips field service engineer (fse) inspected the system onsite and confirmed the reported malfunction. Fse examined the system and reattached the cable for the geometry module, thereby resolving the issue. Upon troubleshooting, fse has also recognized the issue occur in r2 equipment during intervention 3d & cbct, where a power cycle is the only solution. To resolve the problem, fse monitored the system for days. After reconnecting the geo module cable, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a potential for serious injury and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. According to the information obtained, the procedure was completed without any problems, allowing the customer to successfully completed on same after turning the equipment off and on. The procedure was finalized without a delay on the same system, is not likely to cause or contribute to death or serious injury should it recur. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.